Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 183 mg/dl. No bg meter comparison value was taken. Despite the cgm value of 183 mg/dl, the patient was experiencing ¿dka symptoms¿ such as vomiting. The patient¿s parent treated the patient with an insulin injection and called 911. Once ems arrived, the patient¿s bg meter reading was taken and was reported to be higher than the cgm value (but no specific values were reported). The patient was transported to the ER. At the ER, the patient was diagnosed with dka and treated with IV insulin. The patient was also diagnosed with sepsis (treatment provided for this was unknown). The patient was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.